Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 0.5ml of juvéderm voluma® xc in each cheek. Approximately eleven days later, patient developed swelling and pain on the right side in midface and tear trough area. Patient visited emergency room and was prescribed 10-day course of keflex® upon suspicion of cellulitis. Patient visited another hcp who advised patient had the common cold virus as sore throat had developed and to continue the keflex®. Hcp did not suspect the inflammation to be infectious in nature due to lack of redness or purulence. Symptoms reduced over the next few days. On the tenth day of keflex®, patient saw increased swelling and tender "acute onset nodule." Patient was prescribed medrol® dose pack.